Event description:
It was reported that during surgery, a drill bit broke. There was no patient harm and no surgical delay. This report is for an unknown drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device manufacture dates: october 31, 2003 and december 17, 2003. A device history record review was performed for the subject device lot number. There were no non-conformances, mrrs or complaint related issues associated with the manufacture of this lot. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown drill bit. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. The complaint condition is confirmed as the drill bit was received with the proximal end broken off. The design was found to be sufficient for its intended use when used and maintained as recommended and the risk analysis adequately addresses the complaint condition. Although the root cause cannot be definitively determined without additional information regarding the user technique and the conditions at the time of the break, it is most probable that the method of use resulted in the complaint condition. Further evaluation shows that this device is intended for use in opening the canal/preparing a pathway for the trochanteric fixation nail. Information is provided by the titanium trochanteric fixation nail system technique guide. The returned drill bit, lot number um25809, is approximately 11 years old. It was received with the proximal large quick coupling post sheared off at the base. There exists significant wear on the flutes and connecting post. The remainder of the device shows surface scratches consistent with wear from use. Thus, the complaint condition is confirmed but cannot be replicated since the proximal end is already broken. A review of the current design and manufactured drawing was performed. The three design revisions since the date of manufacture were reviewed and determined to not impact the complaint condition. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use. Therefore, the complaint condition was determined to not be the result of a design deficiency. This drill bit is manufactured of heat treated 440a stainless steel and is reusable such that it can be used until the edges appear dull or damaged, but should be replaced once any damage has been noticed. Based on the returned condition, it is probable that use of this worn instrument over 11 years and excessive side (cantilever) loading of the drill bit resulted in the failure at the large quick coupling post base. Although the root cause cannot be definitively determined without additional information regarding the user technique and the conditions at the time of the break, it is probable that the method of use resulted in the complaint condition. The design is adequate for its intended use and did not contribute to the complaint condition and it is consistent with calculated risk assessment occurrence rate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery to repair a fractured hip, a drill bit broke into two pieces. This occurred outside of the patient. The pieces were retrieved easily with no additional medical intervention. There was no patient harm and no surgical delay. The procedure was successfully completed.